Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently depleting rapidly resulting in a pump shutdown. Customer's blood glucose level ranged from approximately 180-250mg/dl. Customer charged the pump battery and resumed insulin delivery to address the issue.